Manufacturer narrative:
Other relevant history: cataract in the operative eye. Device code- 1494: off-label use (cataract in operative eye). Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6,-10.50/1.0/096 (sphere/cylinder/axis) , implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer length lens due to observation of low vault. This exchange resolved the problem.

Manufacturer narrative:
(B)(4).